Event description:
It was reporting that this right ventricular (rv) lead was an attempted implant, due to high out of range pacing impedance measurements of 2100 ohms to 2300 ohms. The physician attempted different positions and in unipolar mode, without success. A different lead, of the same model, was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reporting that this right ventricular (rv) lead was an attempted implant, due to high out of range pacing impedance measurements of 2100 ohms to 2300 ohms. The physician attempted different positions and in unipolar mode, without success. A different lead, of the same model, was implanted successfully. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.